Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the device plunger release lever was broken and missing. There was also a large cracks on the case. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-11109. The report was submitted in error.